Event description:
A few minutes after insertion urine leaked out of the catheter shaft near the funnel-shaft junction. No tension force was applied on the catheter. The same issue occurred approximately 4 times in the last 3 months. The lot number of these catheters is unknown. On 07-jul-2022 another catheter of lot kme21g1883 was checked visually and a small hole was noted near the funnel. The used catheter was disposed but the unused catheter will be returned for investigation.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product met released specification. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
A few minutes after insertion urine leaked out of the catheter shaft near the funnel-shaft junction. No tension force was applied on the catheter. The same issue occurred approximately 4 times in the last 3 months. The lot number of these catheters is unknown. On 07-jul-2022 another catheter of lot kme21g1883 was checked visually and a small hole was noted near the funnel. The used catheter was disposed but the unused catheter will be returned for investigation.